Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 along with concurrent vaginal hysterectomy due to pop and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent cystoscopy and complex urethrolysis on (B)(6) 2009 for urinary outlet obstruction status post mesh. It was reported that the patient underwent urethrolysis, complex and cystology on (B)(6) 2011 for bladder outlet obstruction due to prior incontinence procedure. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and tvt and an unknown mesh were implanted. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that she has undergone multiple surgeries and revisionary procedures. Additionally, the patient underwent cystoscopy and complex urethrolysis on (B)(6) 2009, for urinary outlet obstruction status post midurethral sling. The patient also underwent urethrolysis, complex and cystology on (B)(6) 2011, for bladder outlet obstruction due to prior incontinence procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due urinary retention. (B)(4).

Manufacturer narrative:
It was reported that patient underwent urethrolysis, cystoscopy and excision of vaginal foreign body on (B)(6) 2009 due to recurrent urinary outlet obstruction. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 08/01/2017 additional information.